Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked. This event occurred during dwell one while the patient was connected. The patient stated they were unable to see where the solution was coming from, however they saw solution on the floor. The care giver (cg) stated they thought it was coming from the patient line, however they couldn't be sure. The technical service representative (tsr) had the cg cycle power to the homechoice and "down arrow" to end therapy. The tsr guided the cg through ending therapy and removing supplies. The cg stated that they set up therapy per usual and about three hours later; they realized a puddle of solution on the floor. On a follow up call the cg stated there was a very small pinhole in the tubing of the patient line. The cg stated there were no alarms. The cg stated there was nothing unusual with the supplies before or during set up. The cg indicated that the cassette was discarded after they completed and declined to send a companion sample as it was the last one in their current box. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.